Event description:
I received lasik surgery on both eyes on (B)(6) 2008. Prior to the surgery, I had little issues with dry eye. It has been 2 years since the surgery and I have severe chronic dry eye. I have tried antibiotics, prescription drops as well as over the counter drops. I have sought add'l care from dry eye specialists with little results. The dr who did lasik -(B)(6) -is a good dr but did not review a dry eye problem and told me that it would go away after 6 months. This has not been the case. The dr had told me after getting the lasik that I had mild occular rosacea. The dr did not discuss this with me prior to the procedure and he did not indicate that this would be a problem and did not discuss that this could be a chronic problem. He proceeded with the lasik procedure and I now have this severe dry eye problem. Dates of use: (B)(6) 2008 - (B)(6) 2008. Diagnosis or reason for use: vision correction. Event abated after use: no. (B)(6).